Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that 1870 and 1871 error code messages were recorded in history. During analysis, customer's reported problem was confirmed. Pump was found to be displaying "1870" error code message on power up when batteries were inserted and goes into "1871" error code message when a prime key button is pressed. Found motor locks up and doesn't rotate that causes the issue. A faulty motor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical cadd legacy pump displayed error 1870 when attempting to run. No adverse effects were reported.